Manufacturer narrative:
Device not available for evaluation. Will submit a follow-up if the device or further information becomes available.

Event description:
Daughter called provider alleging that her father was reclining in the chair and as it was going back the chair tipped backwards and to the side. The customer alleges the unit suddenly took off from mode 1 to 3 resulting in the unit tipping backwards. Two different scenarios were given.